Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 485mg/dl. The caller experienced short of breath, abdomen pain, and felt like a heart attack. Assisted the customer to perform the high pressure test and passed. Instructed the caller to change the entire infusion set and reservoir. The customer mentioned that the cannula is bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.